Manufacturer narrative:
(B)(6). Concomitant medical products: (B)(4) femoral head sterile product do not resterilize 12/14 taper; (B)(4) bone screw self-tapping 6.5 mm dia. 35 mm length; (B)(4) shell porous with cluster holes 48 mm o.d.; (B)(4) femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 5 standard offset. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00480.

Event description:
It was reported patient¿s left hip was revised approximately 5 years post-implantation due to pseudotumor and trunnion wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.